Event description:
Caller states the patient tested 4.7 inr on the coaguchek xs system and 3.5 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The central monitoring unit (cmu) informed the administrative nurse manager (anm) of multiple telemetry failures (16), as well as paging the on-call biomed tech. The anm determined which patients were having arrhythmias on affected nursing units and contacted respective nurses to execute downtime procedure (utilize free-standing monitors with audible alarms on vulnerable patients, with continuous rounding for assessments).

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.